Manufacturer narrative:
The visual findings revealed scratches on the exterior housing. The battery compartment has signs of previous battery corrosion such as white powder residue on battery flat contacts, springs at the lower end of the compartment, on compartment sidewalls, and at the back of the battery door. Evaluation confirmed the unit has power but does not sound when in use with the magnet feature or senor pad due to a faulty speaker. Based on the age of the device and the signs of usage, the likely cause is expected normal wear and tear. At this time there is no evidence that manufacturer nonconformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, if the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a functioning alarm and or sensor pad. Do not use the alarm or magnet if alarm does not activate each time magnet is removed from face plate. (B)(4).

Event description:
Customer reported the alarm has no sound. The date the issue was discovered is unknown and no patient incident or injury was reported.